Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer declined to provide the blood glucose level and declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.